Event description:
Add'l info provided by the reporting surgeon indicates yag laser surgery was performed with no reported relief of symptoms.

Event description:
A surgeon reports that a pt is experiencing visual disturbances following cataract surgery. The disturbances are described as starbursts of light. More information is being sought.